Event description:
Rptr states the following problems are noted or suspected: right shoulder pain, upper respiratory infection, urinary tract infections, chest pain, angina, heart disease, arthritis of shoulder, shortness of breath, increased temperature, chills, muscle pain, bronchitis, degenerative arthritis, seizure disorder, hyperlipidemia, menopausal syndrome, left arm, back and shoulder pain, headache, hypertension, peripheral vascular disease, left leg spasms, chronic anxiety, brain aneurysm, vaginal bleeding, skin cancers, weakness, rheumatoid arthritis, knots on fingers, breast hardening and pain, right breast feels unnatural, arthritis symptoms of arm, back, hip, finger, and right elbow, hand and finger numbness, muscle fatigue, hand and finger swelling, rashes around eyes, hair loss, general aching and stiffness, coldness and pain of extremities, one implant smaller due to hardness, visible implant wrinkles on the right, and movement of right implant. Her main problem is fatigue. She states she can only sleep on one side and is unable to sleep, do housework or bowl. In may 1977 she was told there were no risks with implants.